Event description:
Customer reports a problem of overheating, control switch not working and fan sound issue (B)(6) 2013. Unspecified cardiac surgery was being performed and headlight overheated at 30 minutes in use. No harm reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.